Event description:
This was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Pump thrombosis was confirmed to be the cause of the issues for the right sided pump. The patient had right heart failure prior to lvad implant. The patient passed away due to right ventricular failure.

Manufacturer narrative:
The patient's right side pump is captured under MFR. Report # 2916596-2025-00545. This report captures the patient's left side pump. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was decreased flow on the heartmate 3 right ventricular assist device (rvad) up to zero flow with high pump power consumption. There was zero flow through the pump confirmed by echocardiogram (echo). The rvad was turned off. The patient was hemodynamically stable at the time of the report without inotropes. The hospital was not planning to exchange the rvad, and the patient remained at the hospital for further monitoring. It was requested that the log files be read and explained for different readings. The log files were reviewed and contained onset of increased pump power/flow, harmonic compensation/motor instability faults, elevated left ventricular assist device (lvad) temperature, high current faults as well as various alarms associated with the lvad off condition. This data suggested that the pump was having difficulty maintaining the rotor set speed (possible obstruction). The periodic log file also indicated the pump stop to occur between reading of 2:47am and 3:47am on (B)(6) 2025. The event log file submitted contained various alarms associated with the obstruction and pump off condition. It was asked if the different readings question be clarified. Two sets of files were submitted for review. They appeared to be from the same pump but from 2 different days.

Manufacturer narrative:
Section b3: date of death and date of event corrected. Section d6a: date of implant corrected. Section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c is currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including thromboembolism and death. Section 6 of the IFU entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.